Manufacturer narrative:
The failure occurred at the welded neck region of the trial. A 8 mm trial was inserted into a tight ~6 mm disc space, creating an interference fit greater than the typical 1 mm oversizing allowance. This 2 mm excessive interference generated resistance that prevented easy retrieval of the trial. During extraction, the slap-hammer force exceeded the material strength at the weld, causing the shaft to fracture. Root cause: user abuse due to oversizing and excessive retrieval force.

Event description:
The disc space was prepped, both end plates were scraped, a 6mm rasp broached 8mm trial and it was too tight when slap hammered out. The shaft separated from the head of the trial, and it was retrieved using graft containment paddles and vice grips. There was no harm to the patient, the surgery was delayed 25 minutes.